Event description:
Patient was hospitalized for high bgs' and dka.

Manufacturer narrative:
Patient's mother indicated that her daughter is so lean they have issues with infusion sets. Tandem has recommended she speaks to their health care provider. Mother also indicated infusion site is changed every three days, tandem has informed her that when using hemalog tandem recommends she changes her sites every two days.